Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer's correction factor (1u : 150mg/dl) was not what customer expected. The customer bolused for lunch; however, the pump delivered a smaller correction. The customer's blood glucose level was impacted. During review of pump data, tandem technical support found that the customer input 180mg/dl as a target level instead of 150mg/dl. Contact corrected target to 150mg/dl successfully.